Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The instrument failed the electrical continuity test. Further inspection found thermal damage at the yaw pulley in the same area with damaged insulation. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley near conductor wire. The instrument failed the electrical continuity test. The complaint regarding the instrument did not apply energy was confirmed by failure analysis. The probable root cause of thermal damage and the damaged conductor wire is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument did not apply energy at all. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no arcing or thermal damaged observed.

Event description:
Refer to h11 for follow-up information.